Manufacturer narrative:
Manufacturing date corrected. An event regarding instability involving a x3 triathlon cs insert #7 11mm was reported. The event was not confirmed. Visual inspection indicated there are marks and scratches noted on the insert that are consistent with devices that have been in vivo and subsequently explanted. There is explanation damage evident on the returned insert component. Medical evaluation not performed as no medical records were provided. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review indicated there have been no other events for the lot referenced. The event could not be confirmed nor the root cause determined because no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that patient was revised on a left knee due to instability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was revised on a left knee due to instability.